Manufacturer narrative:
Bottle 9 (ipa) was removed from the instrument for 5 seconds at 22:00pm on (B)(6) 2014, in response to information displayed in association with an error code. The period from which bottle 9 was removed is insufficient time to complete manual replacement of the reagent. The properties of the corresponding reagent station were reset, which set the concentration to the default value of 100% configured in the reagent types definitions, and reset the number of cassettes and the number of cycles & days to 0. The actual conc of the reagent in bottle 9 which was used for the final dehydration/clearing step of "factory 1hr xylene free" protocol started in retort a at 9:45am on (B)(6) 2014 and the "factory 1hr xylene free" protocol started in retort a at 11:41am on (B)(6) 2014 remained unchanged at 92.3% because the reagent had not been replaced. The minimum final reagent conc for ipa is 95%. The consequences of using ipa at a conc less than the minimum required for the final dehydration/clearing step in a protocol in re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of the reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The root cause for the sub-optimal tissue processing reported was a use error involving failure by the user to complete the manual reagent replacement process in accordance with the manufacturer instructions detailed in the leica peloris/peloris ii which occured prior to commencement of the affected protocols.

Event description:
On (B)(4) 2014, leica biosystems received a complaint regarding sub-optimal processing of tissue samples from a 2 hour protocol, using peloris ii tissue processor. The laboratory described the affected tissue samples as mushy. A leica field support specialist (fss) attended the laboratory on (B)(4) 2014. The fss reviewed the instrument logs and found an error code indicating that reagent bottle 9 (ipa) was removed from the instrument for less than the minimum time required to successfully complete manual replacement of the reagent, and the corresponding reagent station was subsequently reset. The fss provided user training which specifically highlighted the procedures for manual reagent replacement. On (B)(4) 2014, leica biosystems received information from the laboratory that all tissue samples exhibiting sub-optimal processing were diagnosable.